Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was hospitalized on (B)(6) 2016 with a blood glucose reading of 585 mg/dl. Customer was given a manual injection and taken to the hospital. Customer's blood glucose was 428 gm/dl when she got to the hospital. Customer felt dizzy and her blood glucose went up prior to the hospital visit. Customer was also dehydrated. Customer was in the emergency room for about 6 hours and her blood glucose was 136 mg/dl when she left. Customer was not given insulin at the hospital, but she was hydrated. Customer was on the pump until about 9 pm. Customer's blood glucose was 53 mg/dl, so she was removed from the pump. Customer's blood glucose finally went down to 136 mg/dl and she was released. Customer was not on the pump overnight. Caller was assisted with setting up the new pump. Customer's blood glucose was 538 mg/dl in a previous call. Customer treated with manual injections.